Manufacturer narrative:
The device was received by the manufacturer for investigation. According to the investigation, the motor and rotor were corroded. The device was repaired and returned to the account.

Event description:
It was reported that during testing, prior to the procedure, the device was heating up. There was no patient involvement and no allegation of adverse consequences associated with this event.